Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 184230: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 8 months after the primary surgery reporting anterior knee pain and instability. The cause of the pain and instability are unknown. The surgeon resurfaced the patella and revised the gmk-sphere tibial insert - flex s5r - 10 mm with a gmk-sphere tibial insert - flex s5r - 12mm. The surgery was completed successfully.